Event description:
It was reported that after an inflation (atm unk) in a fistula, the pta balloon became stuck in the introducer sheath during retraction. The catheter and introducer sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials,subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause for the reported retraction issues could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.